Event description:
It was reported that during the device changeout, it was noted that the superior vena cava (svc) coil of the lead exhibited a divet in the silicone. The physician added medical adhesive to the lead, and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.